Event description:
It was reported that the keypad on a pump is inoperable. The customer stated that the on/off key sticks. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. No keypad output response anomalies were apparent during the product eval. All keys performed as expected and no keys resulted in an incorrect response or double entry. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad.